Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment. However, the link broke at the swage end of the anterior cuff while retracting the needle plunger, which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. A link break suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. The suture was returned intact and there was no indication that it was dragged through the device while retracting the needle plunger, which could contribute to a link break. There were no damages observed at the suture bearing to suggest that the suture or link was dragged through the suture bearing. During manufacturing, every link assembly is appropriately inspected and tested for proper assembly. Furthermore, during testing, the plunger was inserted and retracted successfully without any observable resistance. There were no reported challenging anatomical conditions, which could have contributed to a link break. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could cause the link to break at the swage end of the anterior cuff. Based on the investigation findings, the probable cause for the link-to-anterior cuff detachment during the needle plunger retraction could not be determined. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database revealed no similar incidents and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device, via a 6 fr sheath, after a diagnostic procedure. Reportedly, when the needle plunger was removed no suture was present, a cuff miss had occurred. The device was removed and hemostasis was achieved using a second perclose proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (date of birth reported as (B)(6)). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.